Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Watertightness was not maintained due to holes in the curved rubber. In addition to the finds, due to stretched angle wire, bending angle was insufficient. Due to stretched angle wire, the play of angle lever was out of standard. There were wrinkles on the insertion tube. The insertion tube was dented. The video cable and universal cord was scratched. The video cable was dented. There were wrinkles on the universal cord. The bending tube rattles. Bending rubber glue part was chipped. The light guide connector, video connector, video connector case and control body were scratched. There were white scratches on the image. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for the issue was not established. However, it is probable that the issue occurred due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device. Additional information has been requested regarding this event. A supplemental report will be submitted if additional information becomes available.

Event description:
The customer reported to olympus, the cysto-nephro videoscope experienced a leak. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the forceps plug mouthpiece was scraped. This medwatch is being submitted to capture the reportable malfunction found during evaluation.